Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that karl storz product was causally related to the incident. During the hospital's quarterly extracorporeal shock-wave lithotripsy chart review, they notified co of this adverse event. Pt underwent extracorporeal shock-wave lithotripsy treatment on a 20mm renal stone and was re-admitted to the hospital within 24 hours for nausea and vomiting. The pt was found to have had a "fractured kidney" instead of hematoma which resolved itself without proactive treatment. Pt was discharged in 2001 in satisfactory condition. Kidney trauma is identified as a possible adverse event and is described in the labeling. Karl storz is submitting this report out of caution.